Event description:
Staff reported an odd "electronic" burning smell in the or. It was determined to be coming from the blanket/fluid warmer which was subsequently unplugged and removed from service. There was no smoke or fire. Engineering determined that the fan and heating element had failed, believed to be a result of the unit being overstocked. According to staff there are no visible indicators inside the unit directing them to limit the volume of contents. It was indicated that "this is a problem in the industry" and that visual safety indicators would be a good idea to prevent equipment failure which could potentially lead to more adverse events such as a fire.